Manufacturer narrative:
After the event, the doctor depressed the laser lens on the patient eye for one hour until the clotting mechanism sealed the injury. There was some blood in the vitreous and the doctor is hopeful it will be reabsorbed and clear up. The status of patient follow up with the retina specialist is awaited. As soon as ellex was notified of the event ,the device was verified and was found to be within specifications. The device labelling and risk control measures were determined to be adequate.

Event description:
Doctor was performing posterior membranectomy with a tango-reflex laser in yag mode and he hit a vessel tied in with the optic nerve and a haemorrhage occurred. The doctor referred patient to a retina specialist for further examination.